Event description:
It was reported prior to usingbd vacutainer® safety-lok¿ blood collection set with pre-attached holder, the needle cap was missing and the needle point pierced through the packaging leading to a needlestick. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos show a sealed device with the cannula pushing through the packaging. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: missing cap and needle stick through packaging. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.